Event description:
The patient's treating physician reported that he programmed his patient's vns off in (B) (6) 2009 for pain with vns stimulation in her neck area in (B) (6). The pain did not occur with every stimulation, but occurred in a certain position. The pain occurred if she was looking to the right or straight ahead. The patient did not have any change in settings when the pain occurred, no trauma or manipulation. The physician felt it was related to vns and their vns was programmed off for patient comfort. Programming history was reviewed on the site's handheld and showed a systems test results to be ok ok dcdc 3 eri no. The patient's settings prior to being turned off were 1.75/30/500/30/180. The treating physician is not sure how it got to 180 min off time as the patient is usually set to 5mins off time. One hundred and eighty minutes off time is a shipping setting. There are plans to program the vns back on (B) (6). The patient is not having any pain in her neck since the device was turned off but her depression is relapsing. Manufacture is pending receipt of the patient's programming history for review.